Manufacturer narrative:
This report is submitted on july 8, 2021.

Manufacturer narrative:
This report is submitted on may 13, 2021.

Event description:
Per the clinic, the patient experienced a staph infection and wound dehiscence at the incision site, and was treated with oral and topical antibiotics. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.